Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump console. The incident occurred in (B)(6). Through follow-up communication with field service engineer, livanova learned that when the fault occurred the speed of the involved pump could still be adjusted, however it would fluctuate after releasing the knob. Centrifugal pump console shaft angle encoder was dissembled by hospital technician due to nurse complaint of knob not functioning. Shaft angle encoder was re-assambled into the device and the issue was solved without reproduce it. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : done by hospital technician.

Event description:
Livanova deutschland received a report that the knob of a centrifugal pump console did not turn properly. The issue occurred during maintenance activity. There was no patient involvement.

Manufacturer narrative:
H10: complaints database analysis revealed no similar events since unit installation in 2016. Based on the available information and considering the manufacturing date of the unit (2016), it cannot be ruled out that the reported event was caused by the knob which became loose over time.

Event description:
See initial report.